Event description:
The user facility reported a patient was on impella 5.5 support and during support, the patient had atrial fibrillation (af). The patient was cardioverted. The af occurred again and the patient was chemically converted. Support was continued.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.